Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing heating sensation at the back and at the implant site. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing heating sensation at the back and at the implant site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).